Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, the pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested and passed. The motor may have had an intermittent failure that was not detected during our testing. The motor position encoder error alarm was confirmed in history file. There was motion sensor test failure alarm noted. The drive support disk was inspected and no anomaly was noted. Analysis was unable to perform excessive no delivery test due to motor error alarm at bolus delivery. The pump was received with scratched lcd window, cracked case display window corner,cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, and a scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the pump had motor error alarm, motion sensor test failure alarm, motor position encoder error alarm, and no delivery alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not performed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.